Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd filter needle had foreign matter on the shaft of the needle. This was discovered before use. The following information was provided by the initial reporter: material no: 305200, batch no: unknown. It was reported that upon taking needle out of the wrapper, physician noticed a white substance on the shaft of the needle. Complaint description: on (B)(6) 2019, the reporter stated that upon opening a new kit, and taking out the filter needle from the wrapper, the physician noticed that there was a white substance on the shaft of the needle. The substance resembled "dried out white-out.

Manufacturer narrative:
Investigation summary: two photos were provided. It shows a needle with white silicone at the middle of the needle. The plastic hub is placed under the cannulator. Then the needle is positioned and assembled to the plastic hub adding the epoxy to fix it. It is possible that a jam occurred and the equipment dispensed epoxy before the part was moved to the next station and it was not detected in the next processes. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review could not be completed as no batch number was provided.

Event description:
It was reported that bd filter needle had foreign matter on the shaft of the needle. This was discovered before use. The following information was provided by the initial reporter: material no: 305200, batch no: unknown. It was reported that upon taking needle out of the wrapper, physician noticed a white substance on the shaft of the needle. Complaint description: on (B)(6) 2019, the reporter stated that upon opening a new kit, and taking out the filter needle from the wrapper, the physician noticed that there was a white substance on the shaft of the needle. The substance resembled "dried out white-out.